Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues with recharging the implanted neurostimulator (ins) since 6 months ago. The patient stated they went to the manufacturer representative (rep) for reprogramming and everything was fine but when they got home they were having tremendous pain and getting electric shocks. They had rep do the programming again and it worked fine and they was great and they came home and same thing happened and rep told them to call patient technical services (pats) for assistance. The patient stated the paddle and relay box was getting very hot when they were charging the ins and they were getting a message to call mdt. The patient stated the controller went black and no power when they were charging the ins last week. The patient stated they see doctor. The patient service (ps) assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Controller show implanted neurostimulator 90%, controller 90% charged. Agent confirmed there is no visible damage inside controller port or on the controller. Patient services asked patient if there is any visible damage on the recharger and patient said there is no visible damage but the paddle and relay box get very hot when they were recharging. Agent reviewed the controller was functioning as intended. Agent reviewed device function and programming was inside the implant. The issue was not resolved. A request was sent to the repair department to replace the recharger (rtm) device. Agent sent email to rep regarding rtm replacement.